Event description:
Customer alleged that a treatment plan was revised without a warning or approval. The therapist moded up an approved plan on the rt linear accelerator from 4d integrated treatment console. A plan revision was automatically generated with changed wedge accessory on one of seven fields. The initial plan contained a 30 degree wedge on field ID c-60, while the revised plan showed a 15 degree wedge. Customer stated there was no override of the initial plan. Patient was not treated since the treatment plan was moded up to take images only.

Manufacturer narrative:
Although still under investigation, varian has determined that an MDR is appropriate, as this possible situation, should it recur, could potentially result in serious injury. Additional follow-up to this MDR is expected upon completion of the investigation. (B)(4).